Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving fentanyl with concentration 400 mcg/ml at a dose rate of 49.96 mcg/day, bupivacaine with concentration 20 mg/ml at a dose rate of 2.498 mg/day, and dilaudid (hydromorphone) with concentration 0.2 mg/ml at a dose rate of 0.02498 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was traveling to a different state and was currently admitted to a hospital. The patient was lethargic and experienced pain. The change in therapy/symptoms occurred suddenly. They wanted to have the pump dose decreased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.